Manufacturer narrative:
H10: one actual sample was received for evaluation for the reported issue. A visual inspection was performed with the naked eye which noted a loose green cap inside the unopened pouch. There were no issues or abnormalities on the patient connector or the green cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of year 2020.(reported as "several months ago"). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green patient line cap of an amia automated pd set with cassette ¿had fallen off inside of the overpouch¿. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.